Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient noticed that his cgm was displaying 400 mg/dl, but he was not feeling any symptoms. He went to the emergency room alone and had his bg checked and the result was 600 mg/dl. He was given saline, lispro insulin, lantus insulin, a dextrose bag, heparin, and potassium. He could not remember how long he was in the hospital, but he was sent home when his bg normalized. At the time of the report he was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.